Manufacturer narrative:
Analysis was normal. No anomalies were found. The initial medical device report was submitted via an alternative summary report on 04/30/2017 under authorization number e19974033 for manufacturer abbott under registration number (B)(4).

Event description:
The initial medical device report was submitted via an alternative summary report on 04/30/2017 under authorization number e19974033 for manufacturer abbott under registration number (B)(4).